Event description:
The customer was traveling down his driveway when the suspect sub-assembly failed. He consequently fellout of the unit injuring his shoulder. He was treated and released at the local ER.